Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting non-capture. The lead was programmed off and remains in the patient. The patient indicated they did not feel any different. No patient complications have been reported as a result of this event.